Event description:
The customer reported via phone call that he was in the hospital with a low blood glucose. Customer was hospitalized on (B)(6) 2015 with a blood glucose of 35 mg/dl. Customer's current blood glucose was 180 mg/dl. Customer has been experiencing low blood glucose for about 2-3 weeks. Customer stated that he has had the settings changed and things are working better. Customer was mowing the lawn and passed out. Customer's carb ratios may have been too high. Customer is trying to count his carbs more carefully. Customer is also reducing the amount of carbs he eats. Customer has an x-ray while wearing the pump. Pump passed the displacement test. Customer thinks the setting in his pump caused the low blood glucose. The settings were adjusted and the customer stated that he was using the pump with the enlite sensors, which is off-label use.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.